Event description:
It was reported that a customer experienced multiple occlusion alarms. There was no adverse impact to the customer¿s blood glucose level. No action was needed by tandem technical support at the time as the communication was for documentation purposes only.